Manufacturer narrative:
(B)(4).

Event description:
It was reported that sustaining rv-lead noise resulted in several inappropriate atp therapies. The lead was explanted and replaced. The patient condition is stable.